Manufacturer narrative:
Implant regio 46 fractured. Construction was a crown placed on the implant. Patient suffered from periimplantitis, following bone loss and implant instability. Material analysis concluded: mechanical overloading of the implant. And patient related bruxism. Implant fracture remains in situ. Implant fractured on (B)(6) 2024. Only collar part attached.

Event description:
Implant fracture.

Event description:
Implant fracture.